Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. On (B)(6) 2020, sensor readings of 210 mg/dl, 90 mg/dl, and 190 mg/dl were obtained in comparison to readings of 100 mg/dl, 46 mg/dl, and 86 mg/dl, respectively, obtained on an adc meter. The results were plotted in a parkes error calculator and fell into the ¿c¿ zone, showing the difference in values to be clinically significant. On (B)(6) 2020, the customer reported receiving unspecified high sensor readings as compared to an adc meter and experienced seizures. The customer reported self-treating with juice and no third-party intervention was required. There was no report of death or permanent injury associated with this event.